Event description:
Pt underwent diagnostic laparoscopy. At conclusion of procedure pt became tachycardic, hypoxic, with abdominal distention. Emergent laparotomy done with repair of iliac artery at bifurcation of aorta.